Manufacturer narrative:
(B)(4). Concomitant medical products: unknown vanguard articular surface catalog, unknown femoral component catalog, unknown bearing. (B)(4). Report source: (B)(6). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has also been reported that the 60 minute delay was due to lack of cement adhesion and to disassembling of the vanguard cr knee prosthesis.